Event description:
It was reported that the patient is experiencing uncomfortable stimulation with three of their four leads. The investigation did not determine which leads attributed to this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 3 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: quattrode lead wide spaced, 60 cm, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00006627.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which their leads were repositioned.